Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 13, 2013.

Event description:
Per the clinic, the patient requested that the device be explanted due to reported lack of benefit from the device and internal coil exposure. The device was explanted (B)(6), 2013; it is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6), 2013.